Event description:
Following an original hernia repair using surgimesh xb tintra c-10 the pt returned to active work status in a shorter time than advised by the surgeon. Subsequently the pt developed a seroma. Following this, the pt developed an infection of the seroma. The pt was then seen at a wound clinic, the seroma explored and debrided. Antibiotics and a wound vac were administered. The infection did not respond to treatment sufficiently and the pt requested removal of the xb c-10. The xb c-10 was removed and the pt's hernia defect closed primarily without the use of any mesh.